Manufacturer narrative:
.

Event description:
While performing a colonoscopy procedure, a cook captura serrated jumbo forceps with spike was used. The forceps were passed down the endoscope, biopsy was taken and the forceps were removed. When the nurse uncoiled the forceps the coating was cracking and flaking off. Nothing flaked off inside the patient and there was no harm to the patient. This device was received at cook for evaluation on 09/29/2014. Our laboratory evaluation determined portions of the outer coating were flaked off near the patient end of the device. Some portions of the outer coating were not included in the return. Information regarding the missing sections was communicated back to the medical facility and they confirmed no section of the device detached inside the endoscope channel. The location of the missing sections is unknown. The initial reporter stated that no section of the device detached and became free inside the patient; however, the location of the missing sections detected during our laboratory evaluated is unknown. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: the product was returned to the approved supplier for evaluation. On 10/22/2014, the supplier provided the following information: one device from the reported event was returned. Examination of the device revealed the coating was cracking and flaking in two locations along the coated cable. These two locations are 47-53 cm from the distal end of the forceps and 156-163 cm from the distal end of the forceps. All other sections of the forceps coating do not exhibit cracking or flaking. No other components within the forceps assembly exhibited signs of degradation and no other defects were observed. A review of the device history records did not reveal any non-conformances related to the reported event. The coated cable was inspected by the approved supplier. No relevant defects were noted on the incoming inspection records for the coated cable. The same resin lot number and the colorant was used for both lots of coated cable. The manufacturing records did not reveal any non-conformances. This issue was referred to an expert at the (B)(4) supplier. The technical expert reviewed the processing parameters and stated that the process temperatures and drying temperatures are within suggested parameters for the material. Eto and gamma sterilization should not be an issue with this material. Due to the limited number of failures, a material, process or sterilization issue is not suspected. The investigation could not determine the root cause of the cracking and flaking of the coating on the cable of the forceps. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Instructions for use specifies to visually inspect for kinks, bends or breaks. If an abnormality is noted that would prohibit proper working condition to not use. Prior to distribution, all captura serrated jumbo forceps with spike are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.